Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 194-504 mg/dl range. Bg level was addressed with a correction bolus via the pump and manual insulin injection. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, the customer was using pump supplies beyond labeling. Tandem customer technical support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. Recommendation was made to consult with a healthcare provider regarding diabetes management.